Event description:
One year post-op surgeon can see the cartilage layer but the hole shows no bony in-growth. Surgeon has done a revision and there was an amorphous tissue visible.

Manufacturer narrative:
(B)(4) was notified of incident in (B)(4) 2010, however, the information was not forwarded to (B)(4) until (B)(4) 2010.(B)(4)